Event description:
The co rep gave rptr the numbers 90-5181, 90-5241, 90-5341, 90-441 as numbers for ordering sterile disposable cuffs. Product used from 11/7/95 till 5/17/96 as if it was sterily packaged. Rptr was told today these are not sterile. Package not marked nonsterile. Normal use for this product is in a nonsterile setting. Occasionally rptr used it on a sterile field. Rptr unable to track when this product was used in a sterile setting or if it was this product or other co's product. It was a staff error using this product in a sterile setting if not marked sterile. It was co rep's error in giving wrong product number. Packaging of product is the same for sterile and unsterile cuffs. Rptr feels this is poor and confusing and packages need to be stamped "unsterile" when packaged in "sterible" peel open packages.